Manufacturer narrative:
One opened probe was received. The sample was visually inspected and was found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be functionally conforming, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested during manufacturing for actuation, aspiration, and cut. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe did not cut during a procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.